Event description:
It was reported the patient had a device check because of a constant headache, and it was observed the patient's heartrate dropped to 40-50 bpm. Device interrogation showed no capture, and the lead impedance was high. The reason was not clear and a lead fracture was suspected. During the revision procedure, the leads were tested via the analyzer and found to have "no defect". When the ventricular lead was reattached to the device, there was no capture again. In addition, it was noted that there was "something" seen inside the device connector. Therefore, the device was replaced and the leads were reused. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.